Event description:
Reportable upon analysis completed on (B)(4) 2014. Vascular access was obtained via the femoral artery. The lesion being treated was located in the very tortuous left anterior descending artery. While spinning the torque device, a clicking noise was heard and the tip of the device was not turning. The device was removed through an unknown guide catheter and the shaft was noted to be sheered close to the hub. Device analysis revealed partial shaft separation.

Manufacturer narrative:
Device evaluated by MFR: there was blood on the outer surface of the device. The shaft was kinked at the edge of the torque device, 9cm from the luer port. There was a partial shaft separation of the hytrel 48cm ¿ 50.5cm from the luer port. The polyurethane shaft was also partially separated 49.5cm from the luer port. The wires within the shaft were visible at the location of the hytrel separation and the material was jagged as if pulled/twisted. The hytrel-polyurethane junction was measured and the gap was 4cm. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damaged or reported event. The shaft separation and shaft kink were consistent with the reported shaft damage and device malfunction. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).